Event description:
It was reported that the customer's insulin pump did not prime properly, that insulin squirted out during the prime process, and that the insulin pump alarmed aa33 during the prime. There was no significant event reported as leading up to the alarm or the related issues. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's blood glucose value was 165 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.